Manufacturer narrative:
When the prior dataset was compared to the new dataset no changes were found to the spm pressure setting limits. The pressure settings should operate as they have in the past and should not have been affected by the upgrade to version 9.33 software. No disk - with the syringe module the user is able to adjust down but not higher than the default values. Profiles that do have the limit defaulted to medium will only be able to utilize medium and low. Only the two profiles that have the high setting as the default will be able to access all three. With disk - with the syringe module the user is able to adjust down but not higher than the default values. Profiles that do have the limit defaulted to 300 for example, will only be able to utilize pressure setting of 300 and below. It is possible that they selected a profile with a more restrictive pressure limit. Without the event log to confirm this however it cannot be determined why the user experienced the loss of functionality as reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported a loss of functionality including adjusting pressure limits after upgraded to software version 9.33.